Manufacturer narrative:
This device or similar devices are not registered in USA. Please invalidate this report from your records. Zimmer biomet's reference number of this file is (B)(4).

Event description:
This device or similar devices are not registered in USA. Please invalidate this report from your records.

Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. D10: medical products: innex, uc tibial insert, fix, l/10; catalog#: 01.02001.378; lot#: 2863532. Therapy date: (B)(6) 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional information was received on mar 10, 2021. The manufacturer received other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to loosening and compression of the medial tibial head.

Manufacturer narrative:
The manufacturer did receive user report for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to loosening and compression of the medial tibial head.